Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine interrogation, the device was at end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: this device was not received by boston scientific arden hills. Although the field representative indicated that this device was returned, there is currently no record of return for this product. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine interrogation, the device was at end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.